Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent evar vascular procedure on an unknown date and suture was used. The needle popped off the suture while the surgeon was suturing the femoral artery. There were no patient consequences reported.